Event description:
It was reported that during an a-fib procedure, noisy signals were observed on the lasso catheter while it was in use. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted that the electrode ring # 10 was squashed. Underneath electrode ring # 10 a foreign material was noted. This received catheter condition was not noted or mentioned by the complaint reporter. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on june 28, 2012, marking this date as the alert date for this report.

Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years' complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on june 28, 2012. "For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). Upon visual inspection of the returned complaint catheter, it was found that the catheter connector had residues on the pins, also bwi failure analysis lab noted that the electrode ring # 10 was squashed. Underneath electrode ring # 10 a foreign material was noted. Due to the quantity/ mass size of the foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. As the catheter was returned for noisy issue, the device was electrically tested and results were found outside specification. Further examination of the catheter revealed that the corrosion in the connector was the cause of the issue. The complaint condition reported as noisy signals was confirmed. However, the root cause of the damaged ring and the foreign material caught on underneath is still being investigated. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Manufacturer narrative:
In the initial 3500a report # 9673241-2012-00185, it was stated that due to the quantity/ mass size of the foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. To be more specific the foreign material observed on this lasso catheter was not identified. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue. (B)(4).